Event description:
A reporter called to report about her husband who died in 2016 two years later after he had hip replacements. The reporter claimed her husband had received a left and right hip replacements once the devices have been recalled. She said he had the left hip implant in (B)(6) of 2012 from biomet and the right one in (B)(6) of 2014 from smith and nephew. She said her husband suffered from a lot of pain, was not able to walk, did not have an appetite, he was falling a lot, his whole body changed color to black. She also said after he had the right hip implant, he came back home from the hospital with an infection.